Event description:
Trinity revision after 1 month and 6 days due to a periprosthetic fracture following a fall.

Manufacturer narrative:
(B)(4) initial report: this initial report is being submitted retrospectively as per FDA request. Corin have been informed that this revision was required due to the patient experiencing a periprosthetic fracture following a fall. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and return of the explanted devices was requested to aid the investigation of this event, however, they were not available and thus there was only very limited information available for the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided for this case, it has been concluded that these devices were revised due to a periprosthetic fracture following a fall and not due to the malfunction of a corin device and thus this case is now considered closed. Should any additional information be provided, then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.